Event description:
It was reported that the sheath/dilator was inserted in a child for emergency infusion. The dilator was left inside the sheath rather than removing it as indicated in the product labeling. Infusion was initiated through the dilator, and as a result, the pt did not receive the required amount of infusate. The pt expired, but the hosp is not attributing the death to this event.